Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) was shaking and vibrating intermittently during use. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.